Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded by the patient. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. We are unable to confirm the damaged cannula or to determine if it could have contributed to the reported hyperglycemia. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: lockdown. Omnipod software app version: 3.1.2-p001. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: l2+. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka) at the end of (B)(6) 2025. The patient's blood glucose levels reached 28 mmol/l (504 mg/dl) while wearing the pod for 72 hours. Symptoms reported include hyperglycemia, pain in his chest, difficulties to breathe, vomiting, frequent urination. At the hospital, the pod was removed and the cannula appeared broken. The patient was treated with intravenous fluids and insulin. The patient was released after 3 days. The pod has been discarded.